Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mmx3.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the stent struts were lifted up upon crossing the lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts lifted in rows 4 and 5 proximally from distal end of stent. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no signs of damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mmx3.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the stent struts were lifted up upon crossing the lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient status was stable.